Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between vad-19928 and the patient's expiration could not be conclusively determined through this investigation. The heartmate ii left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away under hospice care. Additional information was requested but not provided.